Event description:
The patient reported chest pain with exertion while riding in a car on rough roads and while on a riding lawn mower. The device was reprogrammed and the patient reports feeling better after the reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.